Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. Based on the available information, it cannot be confirmed what caused the patient¿s hospitalization for pseudomonas peritonitis. However, there is no documentation that supports the peritonitis was caused by a liberty select cycler malfunction or product deficiency. Pseudomonas is commonly found in water and soil and favor moist areas such as sinks and toilets with increased risk of infection in people with diabetes mellitus and weakened immune system. Therefore, the patient may have been susceptible to pseudomonas infection. Moreover, there is a possible association between the patient¿s pseudomonas peritonitis and a breach in aseptic technique during ccpd therapy, as reported by the nurse.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) contacted customer support and reported they were experiencing abdominal pain. The patient indicated they were not in an active treatment. The patient stated they had just been hospitalized for peritonitis. Details surrounding events leading up to and during hospitalization for peritonitis are unknown as the hospital discharge summary was not available. During follow up the pdrn reported that the patient¿s pd effluent culture grew the organism pseudomonas while hospitalized. The patient was initiated on a 3-week course of antibiotics with intra-peritoneal (ip) vancomycin (unknown dose) and gentamycin (unknown dose). The patient¿s pd effluent was re-cultured and revealed a recorded white blood cell (wbc) count of 229400 (units unknown). Per the pd nurse, the patient¿s peritonitis event was suspected to be caused by a break in (aseptic) technique. The patient is reportedly recovering from the event and continues ccpd therapy. No further adverse event has been reported.